Manufacturer narrative:
B5: additional information added. H6: patient code added.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, a trace baseline pe was noted at the right ventricle (rv) apex. A watchman fxd access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) were inserted. The wds was deployed, position, anchor, size, and seal (pass) criteria were met, and the closure device was released. Prior to removal of the transesophageal echocardiogram (tee) probe, a sweep was performed, and the baseline pe remained unchanged. The patient was transferred to recovery. Approximately one hour post procedure, the patient's blood pressure dropped. As a transthoracic echocardiogram (tte) was being performed, the patient experienced cardiac arrest. Chest compressions were performed, and epinephrine was administered. The patient's vital signs returned and a pericardiocentesis was performed. The pe was located around the left ventricle (lv) and rv. Blood was drained from the pericardial sac and vital signs continued to improve. The drain remained in overnight and was removed the following day. The patient is expected to remain in the hospital one additional night for observation with discharge the following day. It was reported that the patient experienced heart failure on (B)(6) 2023.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, a trace baseline pe was noted at the right ventricle (rv) apex. A watchman fxd access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) were inserted. The wds was deployed, position, anchor, size, and seal (pass) criteria were met, and the closure device was released. Prior to removal of the transesophageal echocardiogram (tee) probe, a sweep was performed, and the baseline pe remained unchanged. The patient was transferred to recovery. Approximately one hour post procedure, the patient's blood pressure dropped. As a transthoracic echocardiogram (tte) was being performed, the patient experienced cardiac arrest. Chest compressions were performed, and epinephrine was administered. The patient's vital signs returned and a pericardiocentesis was performed. The pe was located around the left ventricle (lv) and rv. Blood was drained from the pericardial sac and vital signs continued to improve. The drain remained in overnight and was removed the following day. The patient is expected to remain in the hospital one additional night for observation with discharge the following day.